Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evalution of this lead was performed. The clear ma torn/separated from the gore covering at proximal end of the spring electrode and the proximal spring stretched at this point. No irregularities noted on helix. The helix was in specifications.

Event description:
Boston scientific received information that this patient developed pneumothorax during implant of this right ventricular (rv) lead. There was an lv lead that was placed and when this rv lead was also placed, the lv had pulled back and the patient's blood pressure (bp) went down. Both of these leads were removed and the implant procedure was stopped and postponed for two weeks. Additional information from the field representative had indicated that pneumothorax was then confirmed by x-ray however there was no other invasive procedure that was performed. The patient was recovering as of this time. Rv lead was never in service. No additional adverse patient effects were reported.